Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. Customer stated they have replaced the infusion set several times, but the alarm persisted. The customer's blood glucose was 136 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The reservoir will not be returned for analysis.